Event description:
Case description: investigational results: novopen® 6, batch number: mvg7l44 the device was returned with the cartridge from this case mounted. Use a new needle for each injection. The needle should be mounted immediately before the injection. Always remove the used needle immediately after each injection and store the device without a needle attached. Otherwise, temperature fluctuations may cause leakage through the needle, resulting in a space between the rubber piston in the cartridge and the piston rod in the device. Furthermore, clogging of the needle may occur. Finally, priming to expel air must always be performed according to the package leaflet. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. Visual examination and functional testing were performed. The mechanic pen mechanism was found to be function normal and the memory display is reflecting the set dose. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During examination of the product, no irregularities related to the complaint were detected. Levemir penfill; batch number:mr7dl30 a visual examination of the returned product was performed. The received device was tested with a random novopen. During testing it was possible to deliver preparation from the cartridge. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Chemical analysis of the returned sample(s) was performed. The result was within acceptable limits. During examination of the product, no irregularities related to the complaint were detected. Since last submission the case has been updated with the following: investigational results were updated. Relevant fields updated in EU/ca tab. Imdrf codings were updated narrative updated accordingly. Final manufacturer's comment: 06-dec-2023: the suspected device novopen 6 with a cartridge mounted on, returned to novo nordisk for evaluation. Upon investigation, device was found to be functioning normally, as per the specifications. During examination of the product, no irregularities related to the complaint were detected. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device novopen 6 and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse events. H3 continued: evaluation summary novopen® 6, batch number: mvg7l44 the device was returned with the cartridge from this case mounted. Use a new needle for each injection. The needle should be mounted immediately before the injection. Always remove the used needle immediately after each injection and store the device without a needle attached. Otherwise, temperature fluctuations may cause leakage through the needle, resulting in a space between the rubber piston in the cartridge and the piston rod in the device. Furthermore, clogging of the needle may occur. Finally, priming to expel air must always be performed according to the package leaflet. A visual examination of the returned product was performed.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks.the dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. Visual examination and functional testing were performed. The mechanic pen mechanism was found to be function normal and the memory display is reflecting the set dose.the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge.during examination of the product, no irregularities related to the complaint were detected.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Diabetic ketoacidosis [diabetic ketoacidosis] faulty novopen 6, not administering any insulin while injecting [device failure] levemir and novorapid, route of administration intramuscular [incorrect route of product administration]. Case description: this serious spontaneous case from the united kingdom was reported by a diabetes nurse specialist as "diabetic ketoacidosis(diabetic ketoacidosis)" beginning on (B)(6)2023, "faulty novopen 6, not administering any insulin while injecting(device failure)" beginning on (B)(6) 2023, "levemir and novorapid, route of administration intramuscular(incorrect route of drug administration)" beginning on (B)(6) 2019, and concerned a 60 years old female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", novorapid (insulin aspart) (dose, frequency & route used- unk, intramuscular) from (B)(6) 2019 and ongoing for "product used for unknown indication", levemir penfill (insulin detemir) (dose, frequency & route used- unk, intramuscular) from (B)(6) 2019 and ongoing for "product used for unknown indication". Dosage regimens: novopen 6: not reported novorapid: (B)(6) 2019 to not reported (dosage regimen ongoing); levemir penfill: 01-aug-2019 to not reported (dosage regimen ongoing); current condition: type 1 diabetes (since (B)(6) 2019). On (B)(6) 2023, patient experienced diabetic ketoacidosis with blood sugar (blood glucose) greater than 21.4 (units not reported) and ketones (ketones) 1.5, reduced to 0.3 units not reported) as patient had a faulty novopen 6 which was not administering any insulin when she was injecting and patient admission to accident and emergency at hospital. The patient was discharged the same day (not more than 24 hours) the patient stopped using suspected pen and started using new pen. Since (B)(6) 2019 patient using levemir and novorapid with route of administration intramuscular. Patient require medical intervention and recovered completely from the event. Product returned for investigation. Batch numbers: novopen 6: mvg7l44, novorapid: was requested, levemir penfill: mr7dl30. Action taken to novopen 6 was not reported. Action taken to novorapid was not reported. Action taken to levemir penfill was not reported. On (B)(6) 2023 the outcome for the event "diabetic ketoacidosis(diabetic ketoacidosis)" was recovered. On (B)(6) 2023 the outcome for the event "faulty novopen 6, not administering any insulin while injecting(device failure)" was recovered. The outcome for the event "levemir and novorapid, route of administration intramuscular(incorrect route of drug administration)" was not reported. Since last submission the case was updated with following information: reporter details added, patient demo updated, medical history updated, lab data updated, device information updated, device addendum updated, suspects "novorapid and levemir" added, hospitalization serious criteria removed and medical important criterial ticked event "hospitalization" removed, event "diabetic ketoacidosis" and "incorrect route of administration" added, treatment received-yes updated, event onset, stop date and outcome updated, reporter causality updated, batch number of levemir was updated. Narrative has been updated accordingly the expected date of follow up in EU/ca tab was updated as investigation result was still on going. Furthermore, an amendment was made. Since last submission of the case, the following has been amended: the suspect product was changed from levemir to levemir penfill. Narrative has been updated accordingly references included: reference type: e2b company number, reference ID#: (B)(4), reference type: mw 3500a MFR. Rpt. #, reference ID#: (B)(4), reference notes: medwatch 3500a MFR. Report number. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Faulty novopen 6 not administering any insulin and this resulted in hospital admission [hospitalisation]. Faulty novopen 6, not administering any insulin while injecting [device failure]. Case description: this serious spontaneous case from the united kingdom was reported by a health care professional nos as "faulty novopen 6 not administering any insulin and this resulted in hospital admission (hospitalization)" with an unspecified onset date, "faulty novopen 6, not administering any insulin while injecting(device failure)" with an unspecified onset date, and concerned a female patient (age not reported) who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", patient's height, weight and body mass index was not reported. Medical history was not provided. Concomitant products included - insulin. On an unknown date, patient had a faulty novopen 6 which was not administering any insulin when she was injecting and unfortunately this resulted in hospital admission (reason and details of hospitalization not reported). Batch number of novopen 6: requested. Action taken to novopen 6 was not reported. The outcome for the event "faulty novopen 6 not administering any insulin and this resulted in hospital admission (hospitalization)" was unknown. The outcome for the event "faulty novopen 6, not administering any insulin while injecting(device failure)" was unknown. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".